Event description:
It was reported that the patient had a pocket revision done on (B)(6) 2012 because, the device had changed positions and was uncomfortable in the pocket. It was noted that symptoms included pain and the location of the issue was the device pocket. It was also noted that impedances were within normal range and the patient was alive with no injury or adverse event.

Event description:
Follow up information received confirmed that the cause of the event was that the patient experienced discomfort at the implantable neurostimulator (ins) pocket site. The date of the revision procedure to reposition the ins in the pocket was reported as (B)(6) 2012. Reprogramming was also performed. Results of the revision were reported as "temporary" improvement in the pocket discomfort. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3550-39 lot# n279649, implanted: 2012 (B)(6), product type accessory. (B)(4).